Event description:
On (B)(6) 2017, the reporter from (arrivia medical) for the lay user/patient contacted lifescan (lfs) USA via e-mail, alleging that the patient¿s onetouch ultra mini meter was reading inaccurately erratically low. The complaint was classified based on the customer service representative (csr) limited documentation as no contact details for the paid were available. The reporter advised that the alleged issue began on (B)(6) 2017, in the morning. The reporter claimed that the patient obtained blood glucose readings of ¿300, 123, and 100 mg/dl¿ on the subject device. It is unclear as to the amount of time that passed between obtaining these results as no time was provided by the reporter. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The reporter stated that the patient does not take any medication to manage their diabetes and the reporter was unable /unwilling to answer if the patient made any change to their usual diabetes management routine in response to the alleged product issue. The reporter advised that on (B)(6) 2017 the patient developed symptoms of ¿high blood glucose¿ and attended hospital. Whilst in hospital the patient had their insulin changed to humalog and had humalog insulin (dose not reported) administered by an hcp to correct their blood sugar level. The reporter advised that the patient had an appointment with the doctor on (B)(6) 2017. Due to the report being submitted by e-mail it was not possible to preform troubleshooting. The subject products were requested back and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and required hcp intervention.